Event description:
A voluntary medwatch report stated that the left ventricular (lv) lead was unable to be implanted during the procedure. The physician elected to use another lv lead to complete the procedure. There were no patient consequences.